Manufacturer narrative:
Evaluation results: visual inspection of the returned product showed that there was evidence of a reddish and a clear surgical residue, however, there was no visible damage to the lens. A work order search was conducted on the serial number and there were no similar complaint found. Conclusion:- based on the complaint history, work order search and evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector and cartridge were not returned for evaluation.

Event description:
It was reported that the surgeon inserted an aa4204vl silicone plate lens and the patient's capsule was torn. The lens was removed without enlarging the incision. A vitrectomy was performed and the incision was sutured. It is unknown as to what caused the incident. Further information has been requested but not yet forthcoming. If any additional information is received a supplemental medwatch report will be submitted.